Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom's technical support on behalf of a hospital's doctor on (B)(6) 2014 to report that sensors were inserted to patients on (B)(6) 2014, and the sensors did not start after two hours. Doctor claimed that upon experiencing failed sensor sessions, the sensor pods were removed and the sensor wires could not be located. This occurred a total of five times with three different patients. No details were provided regarding which sensor(s) was used with a corresponding patient. Distributor did not report any injury or medical intervention.